Manufacturer narrative:
United states reporting agent notified: (B)(4) 2014. Complaint description: it was reported that three of six sutures have ripped off during usage. The fraying occurs as the customer touches the thread (while the endoscopic knotting) with the needle holder. Furthermore, after pulling the thread tight, the referring knot broke. Samples received: 31 unopened and 3 opened pouches. There are no previous complaints of this code/batch. There no units in OEM stock. OEM tested the knot pull tensile strength of the closed samples received and the results conform to OEM's requirements. Sewing test on artificial skin tissue has been conducted with the closed samples received and fraying does not appear when pulling the thread through the tissue. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM's requirement's. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event.

Event description:
Country of complaint: (B)(6). The thread (suture) is fraying.